Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing urethral strictures and recurring urinary incontinence. All the components were removed and replaced. No further patient complications were reported.